Manufacturer narrative:
Related components of the device system: model number/ catalog number: 72404238. Serial number: n/a. Batch/ lot number: 893712001. Model/ catalog description: cx pre-connect ms 21cm ip iz.

Event description:
It was reported that the patient underwent a replacement of his inflatable penile prosthesis (ipp), due to inflation uses caused by a hole in the reservoir. No information was provided about the patient's outcome. Additional information was requested and will be provided as it becomes available.